Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 454 mg/dl. The customer treated with the pump. The customer stated that he has been taking steroid for a cough he has. The doctor stated that his blood glucose might rise while he is taking it. The customer was advised to contact his endocrinologist.